Event description:
Customer reported the absence of no delivery alarm. Customer refused to troubleshoot. Customer reported blood glucose was 170mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No delivery alarm functioned properly. Unit had broken reservoir tube lip, missing reservoir o-ring and missing end cap sticker.